Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 09, 2022. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A consumer¿s father reported that his teenage daughter had an event with band-aid brand tru stay sheer large adhesive pad. The daughter used the product to cover a cut she obtained from shaving her legs with a razor on (B)(6) 2023. It was reported that consumer used neosporin original ointment before applying the product. When the bandage was removed, on (B)(6) 2023, the skin was removed as well, there was severe blistering, pain, irritation and there are bubbles in the area of the adhesive. The cut that was covered by the pad didn't have any of those, just the area where the adhesive was put. The father took her to hospital and to see a physician. The doctor looked at the area that was irritated by the product and allegedly said it did not look like an allergic reaction but more like a burn from the chemicals in the product. The health care professional (hcp) had to pop several blisters and provided an unknown prescription to help it heal to the consumer. The hcp said there was a possibility of scarring. It was also reported that treatment included spraying some ¿bactine¿ sprays, putting some gauze bandages and medical tape on the wound to treat the event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2: 15 years old. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid brand tru stay sheer large adhesive pad 10ct USA 381370047681, 381370047681usa, lot number 3132b. D4: UDI #: (B)(4). Upc #: 381370047681. Expiration date: na. Lot #: 3132b. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: e170401 also refers to consumer alleged about doctor said like a burn from chemicals in band aid subsumed blister, bubbles, pain, irritated". E1721 also refers to consumer alleged about & skin removed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.